Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user experienced an issue where the device displayed a ¿charge ilet now¿ alert despite being connected to the charger. The user provided a photo showing the device on charge with the battery icon active.